Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemental.

Event description:
Olympus was informed that during an unspecified procedure, the loop cutter broke off and fell inside the patient. It is unknown if the device fragment was retrieved from the patient. However, there was no patient injury reported. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results.